Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The imaging system¿s pendant was replaced, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Analysis found that there were no functional problems with the pendant after testing it on a known working system. The reported complaint was unable to be confirmed. However, there were two keys on the pendant that were a little difficult to press and some of the pendant control buttons had wear and tear.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during a system checkout the imaging system¿s pendant became black and unresponsive. A reboot resolved the problem. There was no patient present when this issue was observed.